Event description:
Reportedly, the stapler was fired with the hand piece was low in the pelvis. The stapler seemed to be fired properly. However, the stapler did not deploy the staples properly resulting in the patient having a temporary stoma. Pt then needed a temporary stoma and further surgery.